Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2023

Manufacturer narrative:
(B)(4). This is 4 of 4 allegations of the patient experienced unspecified sensor issue and lost consciousness. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4).

Event description:
It was reported that an unspecified sensor issue occurred. The patient had an unknown sensor issue which occurred after the sensor was inserted in the abdomen. Approximately on (B)(6) 2023, the patient lost consciousness. No continuous glucose monitor (cgm) or blood glucose (bg) finger stick values were available. He was in the bathroom, felt low and passed out. His head hit the floor. After regaining consciousness, he felt pain in his hand from hitting the wall. He called his daughter who assisted him to the emergency room (ER). He stayed in the ER four days. Treatment details were not provided. Of note, the patient had several pre-existing complex medical conditions which included cardiac, blood pressure (bp), and kidney function issues. He was also found to be more insulin resistant in 2023 and has also changed bp and kidney meds. At the ER he also had a scan of his head and his body. Doctors at the ER could not determine if the cgm or the patient¿s pre-existing medical conditions and medication changes caused the loss of consciousness. After stabilization at the ER the patient was sent home to recover. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.